Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the implantable pulse generator (ipg) was connected, it indicated higher thresholds than what was observed through the analyzer. The ipg was not used and another ipg was implanted. No patient complications have been reported as a result of this event.